Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was bilateral arteriotomy closures of the calcified right and left common femoral arteries using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure via a 6f sheath. Reportedly, two prostyle devices had a cuff miss in the rcfa. A third prostyle suture was seemingly successfully placed. The sheath was upsized to a 10f sheath and the aaa procedure was completed. At the end of the intervention and suture management in the rcfa, a diminished pulse was noted. It was found that a back wall stitch occurred causing an occlusion. A cut down was performed and the hemostasis was reobtained using manual suturing. In the lcfa, two prostyle devices were attempted. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to a 10f and the aaa procedure was completed. Manual compression was used to achieve hemostasis in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was bilateral arteriotomy closures of the calcified right and left common femoral arteries using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure via a 6f sheath. Reportedly, two prostyle devices had a cuff miss in the rcfa. A third prostyle suture was seemingly successfully placed. The sheath was upsized to a 10f sheath and the aaa procedure was completed. At the end of the intervention and suture management in the rcfa, a diminished pulse was noted. It was found that a back wall stitch occurred causing an occlusion. A cut down was performed and the hemostasis was reobtained using manual suturing. In the lcfa, two prostyle devices were attempted. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to a 10f and the aaa procedure was completed. Manual compression was used to achieve hemostasis in the lcfa. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported due to the new for the cut down on the right. No additional information was provided.

Manufacturer narrative:
B5: description updated to capture the clinically significant delay caused by the cutdown.